Event description:
It was reported that the patient experienced pocket stimulation and presented to the emergency room on (B)(6) 2013. The pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2013.